Event description:
It was reported that during the shoulder labral repair, the suture fix broke inside the drill guide. The procedure was successfully completed with a back up device and no delay reported. It broke inside the patient but the pieces were removed. No patient injury was reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.